Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the physician was deploying the device and as the device was being deployed, the physician inadvertently hit the quick release button and deployed too much of the stent graft. The stent graft landed 1 cm below the level of the renal arteries in the aortic neck that was 1.5 cm long and posterior angulation of 45 degrees. The decision was made to put in a proximal cuff. The physician deployed the stent graft very slowly using the manual mechanism by handle rotation, however, the physician inadvertently hit the quick release button again and deployed the stent graft at an unintended location. The left renal artery was occluded and the right renal artery to partially occluded. There was a catheter previously placed behind the cuff, a 8 x 4 balloon was inserted through the catheter, and a reliant balloon was inserted through the true lumen. The physician inflated both balloons and pulled down the cuff. (MDR 2953200-2008-00821). The right renal artery was patent and the left renal artery was partially occluded. The 8 x 4 balloon was removed and in its place another reliant balloon was inserted. The physician inserted a guidewire up and over the main device, the reliant balloons were inflated and pulled down. The physician attempted several times to pull the aortic cuff down; however, the left renal artery was still partially occluded by the struts of the aortic cuff. The physician elected to put in a renal stent but was unable to advance the stent to the intended lesion site, due to the take of the renal artery. The patient remained heparinized and the following day, the physician went in brachially and successfully implanted a stent in the left renal artery. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Conclusion code(s): (stent graft was implanted below the renal arteries). Secondary intervention.